Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she thinks that her insulin pump was giving her too much insulin. Customer's blood glucose was 35 mg/dl at the time of the incident. Customer has treated with food and has been experiencing a low blood glucose for a couple of hours. Customer's programming was reviewed and it was found that the customer accidentally programmed 194 carbs instead of 194 for her blood glucose. Customer did not enter anything for her blood glucose. It was explained that this caused the pump to give a large estimated amount of insulin. Customer declined troubleshooting. Customer stated that the pump was trying to give her 24 units but she got part of it before she realized that her blood sugar went down to 35 mg/dl. Customer stated that she took the pump off. Customer treated with orange juice.